Event description:
It was reported that broken sensor wire occurred. The sensor was inserted into the arm, which is off label usage of the device. The patient stated the sensor wire broke and remained under the skin there was swelling in the area. The patient¿s pediatric endocrinologist was consulted and he admitted the child to the hospital. A diagnostic x-ray showed the wire deep in the muscle. A surgeon evaluated the patient and concluded that the risk of surgery outweighed the benefit of wire removal. Surgery did not occur and the child was discharged. No product was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).